Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va282jy, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 30-mar-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an advanced evaluation trial device for gastrointestinal /pelvic floor therapy post-operatively. It was reported the patient had a shocking sensation in the lower back on the same side as the incision. Patient was laying down and may have rolled, pushing lead and stim up against the nerves; they massaged the back and problem went away. After massaging the site it did not happen again and the issue was resolved.